Event description:
Information was received from a patient via friend/family member who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had been sent in for an MRI of the brain for unrelated hearing loss, but they were not able to do the MRI because they no longer had the programmer and the implanted system had reached end of life and was not programmable. The caller wanted to know what their options were. Patient services reviewed this information and the caller was asked if the battery had died due to normal battery depletion. The patient was in the background and replied "no", that they hadn't seen their managing health care provider (hcp) since (B)(6) 2015, when an employee of the hcp office was going to test it and when they did, they apparently increased the stimulation to such a "high level" that it burned the patient and the therapy hadn't w orked for the patient since. Patient services reviewed MRI guidelines with the caller and reviewed the patient would not be eligible for a brain MRI. The patient hadn't seen their hcp in years so the caller requested hcp listings and was going to contact healthcare provider who worked with the therapy to further address the issue and discuss removal of the system. Patient services sent the patient and caller hcp listings.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.